Manufacturer narrative:
A review of the manufacturing documentation for the ipg and paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-0, (B)(4), description: artisan 2x8 paddle lead (lim), 70 cm the explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient's system was explanted due to pain and tenderness at the ipg site. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient's system was explanted due to pain and tenderness at the ipg site. The patient was reportedly doing well following the procedure.